Event description:
Boston scientific crm received info from an observation/complication/out-of-service reporting form that this system was explanted due to infection in 2009. The pt presented with dime size infected hole at the lateral edge of his device implant site. Device testing showed normal function with all measured parameters within normal values.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.